Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h13l17062, h14a30074, and h14b25015 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). The peritonitis was manifested by cloudy effluent. The cause of the event was unknown. The patient was treated with ceftazidime intraperitoneally (ip) and cefazolin ip (1 gram, daily). On an unreported date, the patient¿s pd catheter was removed and the patient was placed on hemodialysis. Treatment was eventually discontinued and the patient was discharged from the hospital. The patient was reported to be recovering from the event. No additional information is available at this time. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).